Event description:
This was a lead extraction procedure to remove two non-functional leads. Each lead was prepped with an lld-ez and a tightrail was used to extract the leads. During the extraction of the fineline lead (4470 ra), the lead was trapped in the area of the clavicle and the tightrail sheared off the lead at the proximal electrode. The remnant of the lead was left in place. The other lead planned for extraction (5076 rv) was extracted without difficulty using the tightrail device. The patient experienced no ill-effects from the procedure and was discharged per operative plan.